Event description:
A stryker disposable tourniquet cuff was used during the a procedure in which the customer reported that a stryker smartpump was reported as leaking; the smartpump is reported on a different report. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully using a back up devices.

Event description:
A stryker disposable tourniquet cuff was used during the a procedure in which the customer reported that a stryker smartpump was reported as leaking; the smartpump is reported on a different report. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully using a back up devices.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event device discarded by the customer.